Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a tear/cut in the tyvek. The device was removed from the peel pouch and the introducer needle has penetrated the protective sleeve. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use the dlp aortic root line cannula with vent line had an issue with damaged product packaging. There was no replacement equipment to complete the procedure after observing the issue. There were no patients involved in this event.